Manufacturer narrative:
(B)(4). Based on the provided information, the incident is not a reportable event per 21 cfr section 803. There was no death. There was no serious injury, as defined by the FDA. This was not life-threatening, nor did this result in permanent impairment or necessitate medical or surgical intervention to preclude permanent impairment. The device was reported being used for about 3 months. Analysis of the returned device consisted of a visual and functional evaluation, as well as a device history review. The examination concluded that the reported incident is an isolated event and is not believed to have resulted from a manufacturing defect. We have assigned (B)(4) to this report. Corrected data: the actual device was returned and the catalog number was determined to be m1-5-1410. The laser lot on the device was 16032136, but the lot number of the kit is unknown. The device was returned to the manufacturer on 03/17/2017, so device availability information was updated. The device was returned and evaluated after the initial report was submitted, so the evaluation information was updated. The actual device was evaluated and the device, method, result, and conclusion codes were updated to reflect the evaluation information. The manufacturer narrative was updated to include evaluation of the actual device.

Manufacturer narrative:
Manufacturers narrative: this report is a response to uf report # (B)(4). Based on the provided information, the incident is not a reportable event per 21 cfr section 803. There was no death. There was no serious injury, as defined by the FDA. This was not life-threatening, nor did this result in permanent impairment or necessitate medical or surgical intervention to preclude permanent impairment. We are attempting to retrieve the device for evaluation, but the device has not been returned at the time of this report and the complaint could not be confirmed. A follow up report will be submitted, if the device or additional information is able to be obtained and its analysis changes the conclusion of this report. We have assigned complaint number (B)(4) to this report. Corrected data it is not believed that this event was caused by a product problem (defect/malfunction), so the box was not checked; the device was found and is in the process of being returned for evaluation, so the yes box was checked, but the return date is not known yet.

Event description:
As reported by user facility: patient was agitated and bearing down. Gt dislodged. Balloon noted leak. Gt was placed at another facility.